Event description:
It was reported to covidien in 2008 that a customer had a problem with a dialysis catheter. The customer states that the patient got infected after placing the palindrome sapphire. Palindrome was exchanged the month prior. According to customer arrow tunneled catheter (placed three months prior to original date) was "not in place." The nurse described the existing catheter as hanging out with no tissue in growth around the cuff. Customer was also not able to determine how long the existing catheter had been in this condition. Palindrome sapphire was placed the month prior to original date, as an exchange for the arrow and then was removed a week later. Patient was positive for staph aureus two days later. Another two days later, quinton was placed and then two days prior to original date, an arrow cannon was placed lij.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.